Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during lead replacement surgery, both the ra (right atrial) and lv (left ventricular) leads dislodged and were subsequently replaced. No patient complications were reported as a result of this event.